Manufacturer narrative:
Upon further investigation, this is a customer inquiry only regarding a field change order. No malfunction was reported, and there was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that they had several issues with the v60s where the screen will blank out and quit. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted a clinical specialist and requested assistance. The customer reported that when biomed reviews the unit, they cannot find anything wrong and placed the unit back in service.